Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the physician was unable to implant the two leads due to the patient's known epstein's anomaly. The leads were not used, and two other leads were successfully implanted. No patient complications have been reported as a result of this event.